Event description:
The customer reported that an secondary of "tygacil was hung and appeared to back-up into the primary bag of saline¿past the check valve. The secondary tubing was changed; same result. All tubing was changed and the antibiotic infused properly." No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.